Manufacturer narrative:
This report is for an unknown cage/spacer /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal abstract: heider f.c., mayer f., mehren c., mayer h.m.(2018), 3-d printed cellular titanium cervical implants enriched with autologous bone marrow leads to a fast, early and solid bony fusion at the cervical spine: a prospective comparison trial with >= 1-year follow-up, european spine journal, volume 27, page 2948, (germany). This study aims to compare the clinical and radiological outcomes of 3-d printed cellular titanium cages enriched with autologous bone marrow with peek cages filled with autograft. A total of 44 patients (overall 61 eit cages) who were treated with an unknown depuy eit cellular titanium cervical cage were included in the study. The clinical and radiological outcome of 3-d printed cellular titanium cages enriched with autologous bone marrow was compared to with unknown peek cages filled with autograft. Out of these patients, 41 patients were available for 3 months follow-up, 38 patients for 6 months, and 37 patients for 12 months. Heider f.c., mayer f., mehren c., mayer h.m.(2018)/3-d printed cellular titanium cervical implants enriched with autologous bone marrow leads to a fast, early and solid bony fusion at the cervical spine: a prospective comparison trial with >= 1-year follow-up complications were reported as follows: unknown patients had subsidence. Depuy spine product: unknown depuy spine eit cellular titanium cervicel cage. This is report 01 of 01 of (B)(4).